Manufacturer narrative:
(B)(4). Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No moisture damage found on the electronics, motor, battery and vibrator assembly noted. Pump received with corroded battery tube, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.